Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported an issue with the adc device, stating that it would turn on with button press but not test strip insertion. As a result, the customer's glucose could not be checked, and they became hyperglycemic. The customer had contact with a healthcare professional, and the customer was treated with insulin (dose/type unknown) and saline and antibiotics via IV. There was no report of death or permanent injury associated with this event.